Event description:
A customer reported that results for a single patient sample, obtained from a vitros eci immunodiagnostic system, were associated with the incorrect patient. No discordant patient results were reported to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).

Manufacturer narrative:
The vitros eci immunodiagnostic system was operating as intended. The customer re-used a sample ID that had pending tests stored in the analyzer. The device labeling, located in the vitros eci user documentation, describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. The root cause of this event is user error.